Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that recharger was not "picking battery"/would not connect to the battery. They stated, "sure many tries and different angles it would get connected, but would only work for less than sixty seconds." They were requesting a new recharger kit for the patient. The issue was not resolved at the time of the report. No surgical intervention occurred, and none was planned. They later called because they were on the phone troubleshooting a recharging issue with the patient for over twenty minutes, and it was unresolved. The rep said the recharger was having trouble picking up the ins, so they wondered if the ins was tilted at all, but they had not checked yet. They said they were able to connect briefly in one spot, but the recharger would quickly disconnect without the patient having made any movements. The rep requested a replacement recharger be sent to the patient, as they were in another state and needed to charge before they lost therapy. An email was sent to repair which noted the recharger continued to have trouble finding the ins after multiple troubleshooting attempts were made by the rep, and after trying different positions. The recharger would connect briefly, then disconnect with no movement by the patient. There were no patient symptoms or further complications reported at this time. Additional information was received from a healthcare provider via a manufacturer representative (rep). When asked to clarify the statement that they wondered if the ins was tilted at all, but had not checked yet, they reported the concern was with the connection between the ins and the recharger. It was unknown if the ins was tilted. Replacing the wireless recharger did not resolve the recharging connection issues. When asked what additional steps were or would be taken, they responded there were no other steps to take.